Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported from an anonymous survey result that the potential patient response risk with use of preveleak when used to achieve hemostasis by mechanically sealing areas of leakage in cardiac reconstruction procedures was rated high for risk of acute myocardial infarction, specified as ¿ sometimes thrombosis is a problem¿, high for risk of allergic reaction to the components, specified as ¿I have seen it few times", high for risk of fever, specified as "we have seen few infection", high for risk of injury to normal vessel or tissue, specified as "it causes inflammation due to reasons stated above it is" and high for risk of vessel rupture and hemorrhage, specified as ¿if it is on the vessel bx of inflammation". The potential response risk was rated moderate for risk of organ system dysfunction failure", specified as inflammation vaude injury it is moderate" and risk of vasospasm, specified as "inflammation". At the time of this report, no further detail was provided regarding if hospitalization was required, treatment for the event or the patient¿s outcome. No additional information is available.